Manufacturer narrative:
(B)(4).

Event description:
2015-10-08 additional information was received from a healthcare provider (hcp). The patient was hospitalized for the overdose after the catheter dye study. The patient became somnolent and was difficult to arouse. The treatment for the overdose was physostigmine. Concomitant medications were diazepam 5mg/ml, 2 ml oral (po) every six hours.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a representative and consumer regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 419 mcg/day. The patient's mother stated the patient had "overdosed" after a recent catheter dye study. The patient had reportedly experienced overdose after every dye study at multiple facilities. No diagnostics or troubleshooting was performed, and no interventions were taken. The patient was instructed to discuss further with patient services and their treating physician. The issue was resolved at the time of the report, and further information was to be obtained from the patient's healthcare provider. The patient's status at the time of the report was alive with no injury. The cause of the overdose symptoms was requested. The patient was indicated for the following uses: cerebral palsy and intractable spasticity.

Event description:
Additional information was received from a healthcare provider (hcp). No cause of the overdose symptoms after the catheter dye studies was determined. The catheter issue and overdose symptoms had been resolved (as previously reported).